Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient was experiencing no stimulation, upon further investigation system diagnostics recorded high impedances on the lead. Surgical intervention may take place at a future date to address the issue.